Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: d8, g3, g6, h2, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was confirmed that the phenomenon (no image) was produced by changing the system settings. In addition, it has been confirmed that there has been a similar improvement in the inability of the printers and image recorders to function, therefore, there was no abnormality in the device. A review of the instruction manual identifies the following verbiage, which may prevent the phenomenon: "4.3 system setup (system): set the cv picture output. 1 sdi out hdtv output the hdtv video signal. Sdtv output the sdtv video signal. Note: select the sdi output signal format between the hdtv and sdtv video signals."

Manufacturer narrative:
The device is not being returned as the issue was resolved with trouble shooting.supplemental report(s) will be submitted if any information becomes available.

Event description:
As reported for this event, during a demonstration session, assistance was needed to set up the device. Upon setting the cables and the settings per the guidance of the technical support specialist, only lines were observed in place of image of the test patient. The printer out under the output format tab of the device needed to be changed from hdtv (rgb) to sdtv; the image issue was resolved once this was done. There was no harm to any patient.